Event description:
It was reported that during an implant procedure on (B)(6) 2022 that the atrial lead had insulation damage exposing the conductor. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage and exposed conductor were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was breached exposing one outer coil filar pulled out of the lead body in one location due to procedural damage. The cause of the reported events was due to procedural damage.